Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06307. It was reported that the patient presented in the hospital. The patient was in vt/vf when the first shock (svc-coil) failed because the superior vena cava (svc) coil broke. The device recharged and shocked the patient (rv coil-can) and that was what saved the patient and was stable. On (B)(6) 2019 an attempt was made to explant the right ventricular lead but during the extraction, the laser dissected/tore the svc. An attempted was made to fix the svc. The patent deceased post-procedure. The cause of death was the tear of the svc.